Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the atrial lead exhibited no sensing, unipolar sensing was attempted, but still no sensing occurred. The atrial lead remains in use, and patient to return per health professional recommendation for lead re-test. No patient complications have been reported as a result of this event.